Manufacturer narrative:
Device eval summary. Device eval of electrode belt sn (B)(4) is complete. The reported problem (failed incoming functionality testing) was confirmed. As received, the electrode belt failed incoming testing. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief. Additionally, the ECG a and b and ECG c and d cable were pulled from the strain relief. The cause of the test failure was the pulled cables. The root cause of the pulled cables cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us dist contacted zoll to report that electrode belt sn (B)(4) failed incoming functionality testing.